Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced hematuria. The impella p level was decreased to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the hematuria was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.